Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was not reproduced. System error 322 was confirmed through review of the event history log. There were no hardware descrepancies found that are associated with the reported symptom, but the lower link switch housing was found partially separated from the flex. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. Additional information: (connection issue).

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.